Event description:
It was reported that during central processing, the fenestrated bipolar forceps was observed to have a broken cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have a loose grip cable at the distal end. Additional observation not reported by site that is related to the primary failure: after opening the housing, the instrument was found to have a broken clamping pulley at the proximal end. This failure caused the grip cable failure of the instrument. Additional observations not reported by site that are not related to the customer reported complaint: the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out in such a way that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. In addition, the instrument was found to have charring and localized melting at the grip base between the grips. The root cause of thermal damage between grips instrument bipolar yaw pulley is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.